Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; based on the reported information, the paravalvular leak was most likely due to positioning/inaccurate delivery of the valve.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed at a deep location, in the left ventricular outflow tract, suspected to be due to undesired movement of the system during placement and/or parallax in the visual diagnostics being used for device placement. An echocardiogram revealed moderate to severe aortic insufficiency and changes in hemodynamics. A second bioprosthetic valve was successfully implanted into the first. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.